Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was implanted by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l89237), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the suture from 4.5 healix advance peek 3-suture anchor w/ orthocord device snapped when surgeon was attempting to tie sutures. The surgeon pulled out remaining sutures and used a replacement ha anchor instead to complete the procedure with a delay of three minutes. The pc anchor remained in the patient without any sutures and the replacement anchor was placed within close proximity to the original. The device is implanted and not available for evaluation. The status of the patient post-surgery was unknown. No additional information was provided.